Event description:
The technician alleged that the brake caster at the foot end of the bed would not hold no patient impact.

Manufacturer narrative:
The technician replaced the brake cam pivot and the wheel for the brake caster to resolve the issue.